Event description:
It was reported patient had an initial left total uncemented hip prosthesis implanted, followed by a revision 9 years later due to periprosthetic femoral fracture. While returning home from rehabilitation, experienced a dislocation and underwent a second revision and after this, approximately 6 years later, underwent a third revision due to a femoral implant fracture. Subsequently, experienced a fall due to unknown cause, causing a distal femoral fracture. Finally, an unknown bicondylar surface replacement and orif, with plating system, of the femur were performed. All hip implants remain in place. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Unk head 28mm item#: unknown, lot#: unknown. Unk liner raised pe for 28mm head item#: unknown, lot#: unknown. Unk conical zweymüller cup item#: unknown, lot#: unknown. Unk cable -ready cerclage x 4 item#: unknown, lot#: unknown. G2, report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records in the form of partial revision op notes were received and reviewed by a health care professional. The review identified a bone fracture due to a fall and an unknown bicondylar surface replacement and open reduction internal fixation with plating system of the femur were performed. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined however a fall is likely a contributing factor. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.